Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D2-intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. The fbf instrument was found to have a broken conductor wire at the yaw pulley, grip-crimp location. The instrument failed the electrical continuity test. There were no signs of thermal damage or damage to the conductor wire insulation. The root cause of this failure is attributed to a component failure. Additional observation not reported by site: the fbf instrument was found to have a frayed grip cable at the distal end. The root cause is attributed to a component failure.

Manufacturer narrative:
D15- intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps (fbf) instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or video was provided for review. A review of the instrument log for the fbf instrument (part# 470205-17/lot# t10190408 0070) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 5 remaining uses with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure the fenestrated bipolar forceps (fbf) instrument appeared defective. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and on (B)(6) 2021 obtained the following additional information: the reporter indicated that the wires on fbf instrument were broken and "had electricity shock." Isi followed up with the team leader clinical coordinator and on (B)(6) 2021 obtained the following additional information: the operating room (or) team used the da vinci fbf instrument for robotic anterior resection procedure. The diathermy cable was not working and an or staff noticed that one of the connection at the tip of the fbf instrument was broken. Another similar backup instrument was used to proceed with the surgical task. The reporter confirmed there was no harm to the patient. No additional information were provided by the customer.